Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels had been elevated (no values provided) for a week. Customer declined system test and troubleshooting. Customer mentioned that they are taking medications and recently had a kidney transplant which could be causing elevated bgs. Customer is working closely with their endocrinologist to address this issue.